Manufacturer narrative:
The reported malfunction was confirmed; the pic ix was experiencing audio issues. The remote service engineer sent the customer a replacement audio card to resolve the issue. The case was closed prior to confirming the resolution. The device remains on site.

Event description:
The customer reported that their patient information center ix (pic ix) was having audio issues. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their patient information center ix (pic ix) was having audio issues. The device was in use on a patient. There was no report of patient or user harm.